Manufacturer narrative:
The device history record (DHR) has been requested. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 7. Reference MFR report: 3006705815-2017-01602. Reference MFR report: 1627487-2017-06932. Reference MFR report: 1627487-2017-06934. Reference MFR report: 1627487-2017-06935. Reference MFR report: 1627487-2017-06936. Reference MFR report: 1627487-2017-06937. It was reported that the patient developed an infection. As a result, the patient underwent surgical intervention to have their scs system explanted on (B)(6) 2017. Patient was treated with oral antibiotics. Follow up revealed that the infection has cleared.